Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented for a mitraclip procedure. During the procedure, one triclip was implanted. After 40 days, it was determined that single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Patient tested positive for methamphetamine. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, one triclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. Beginning of december, it was determined that mr has increased to grade 3+ but the clip was attached to both the leaflets and it was partially detached from the posterior leaflet. Patient tested positive for methamphetamine.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes 4582, 2199, 2507 were removed.